Event description:
It was reported that the user experienced fluctuating glucose with a prolonged high followed by a nocturnal low after making two separate meal announcements for dinner and dessert, with a highest recorded glucose of 257 mg/dl and time above range for about six hours; the ilet delivered correction and the user also treated with oral glucose. Symptoms were not reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included case review and user troubleshooting and education. Investigation of this case revealed an unclear cause for the hypoglycemia following late meal announcements, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.